Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the obtuse marginal (om). A dragonfly opstar imaging catheter was prepared and connected to the system. Immediately, an error message was displayed indicating a catheter error and prompting reconnection. A reconnection was attempted; however, it was unsuccessful. There was no patient involvement. No additional information was provided. Returned device analysis for dragonfly opstar found multiple tears and cuts in the black sheath that exposed the core wire.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication problem was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem appears to be related to circumstances of the procedure. The catheter was returned with bends, which caused an optical fiber break and resulted in the reported communication problem. There was also a cut noted to the sheath, which is consistent with being damaged during post-use handling, as the cut would cause a leak which would be noted during use, and the tear was confirmed to have not been noted during the reported use. Therefore, the cut noted to the sheath was determined to be caused by post-use handling and is unrelated to the reported communication problem. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.